Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 16mm amplatzer amulet left atrial appendage occluder was selected for an implant using 12f amplatzer torqvue 45x45 delivery sheath (tv45x45). During the procedure, when the when the disk was deployed it had a very contorted shape observed on echocardiogram and fluro. Device was removed from the patient prior to released from the cable. No angulation or kink noticed in the delivery system. The patient is stable, no additional information was provided.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the account indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an appropriately sized 12f delivery catheter was used. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.